Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported ,malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.